Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found use only conductive media (e.g. Saline,ringer¿s lactate, etc.). Do not use non-conductive media (e.g. Sterile water, air, gas, glycine, etc.);no containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during wrist arthroscopy the microblator worked intermittently. The wand was plugged in properly and foot pedal was working fine. There was a delay of under 30 min and the procedure was completed with a change in surgical technique, the surgeon proceeded to do an open surgery. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.